Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed, and the complaint was not confirmed by failure analysis. The erbe energized and cauterized, and all ports recognized instruments. On 14-nov-2023, the following additional information was obtained: the system was working properly when it was powered on. The system initially powered on without errors. The surgeon advised that the case was going fine before the erbe randomly stopped working. At this point the surgeon converted the procedure to laparoscopic because the energy was not working. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon had an error message on the erbe generator. The screen on the generator began to flash and was inoperable. Restarting the erbe generator did not resolve the issue. The customer decided to convert to laparoscopy. There was no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replicated the flashing screen issue on the erbe generator. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.